Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: the pump history shows the pump was manually suspended on (B)(6) 2017. The manual suspend was confirmed four times. Since the pump was manually suspended, the basal rate was recorded as ¿0.00u¿ in the basal history. The pump was then powered off and deliveries never resumed so no resume time was no recorded in pump history. The black box showed the pump was running basal program 1 and the pump was returned with basal program 1 set with the following rates: 1.60u at 00:00, 1.60u at 03:00, 1.60u at 06:00, 1.60u at 12:30 and 1.60u at 21:00. The black box shows the basal rate was manually changed from 1.525u to 1.60u on (B)(6) 2017. Since the basal rate was changed to a consistent 1.60u/hr beginning at (B)(6) 2017 no other changes were recorded in the basal history until the pump was manually suspended. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and total daily dose showed 24.0u. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 01/05/2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Troubleshooting noted that the basal history does not match active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.